Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached inside the patient and a perforation and dissection occurred. The target lesion was located in the right coronary artery (rca). During the second pass with the oad, the crown was noted to jump forward, causing the tip of the guide wire to become detached. The patient status began to decline and a pericardiocentesis was performed. The patient was intubated and transferred to surgery. The patient entered cardiac arrest and cardiopulmonary resuscitation was performed. The patient underwent a sternotomy, which found and resolved a dissection and perforation in the rca. Following the procedure, the patient was discharged in stable condition.